Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Eventually, the clip was released from the catheter after a lot of jiggling. The same event happened with the second clip. The procedure was completed with a resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.